Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore:on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis (iliac extender endoprosthesis).it was considered the ipsilateral leg endoprosthesis would be necessary to push up about 1cm when the ipsilateral leg of the trunk ipsilateral leg endoprosthesis was deployed. Then, the ipsilateral leg was deployed with pushing up. During the deployment of the ipsilateral leg, the physician thought that there was a risk that the entire trunk ipsilateral leg endoprosthesis would be moved if the ipsilateral leg deployed with pushing up. Therefore, the ipsilateral was deployed with stopped pushing up and it was landed in the left external iliac artery.the right internal iliac artery was patent, so the physician decided that the obstruction of the left internal iliac artery by the ipsilateral leg was monitored.the patient tolerated the procedure.the physician stated that the aorta was short because the patient had a small build and the proximal neck was tortuous, therefore it had no other choices about the device selection.